Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case logs showed that during the bone prep work for the l4-l implant, the software detected and alerted the user of excessive deflection forces on the load cell. This is the result of skiving forces detected while a tool is inserted into the end effector. Skiving can lead to the misplacement of screws. The software correctly detected this force and alerted the user of it. The user removed the misplaced implant and did not replace it. All other implants were placed according to plan with no adverse effect to the patient. The cause of the reported issue can be traced to user technique.